Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue.  Physio observed that the device's internal hybrid layer capacitor (hlc) batteries had become depleted due to excessive on-time (18.2 hours).  Physio also observed in the device's electronic memory that it had experienced repeated power cycles (repeated pressing of the on/off button) which likely caused the excessive on-time and depletion of the hlc batteries. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the readiness display and would not power on when prompted. There was no patient use associated with the reported event.